Manufacturer narrative:
Describe event or problem - corrected data as initial report inadvertently did not report that the article "hseih, et al" had previously been reviewed and documented in mfg report #1644487-2008-00480. Initial report also indicated no specific allegations against vns. An update from the initial reporter stated that the allegation against vns made was from article, "khurana, et al".

Event description:
A follow-up from the initial reporter indicated that the only allegation made from the presentation given was from the referenced article, "khurana, et al". The allegations regarding this article have previously been captured in mfg report #1644487-2008-00485. The referenced article by "hseih, et al" was found to have previously been reviewed. Allegations from this article were captured in mfg report #1644487-2008-00480. No additional or relevant information has been received to date.

Event description:
It was reported during a conference presentation that there was a case where obstructive sleep apnea (osa) was caused by vns. No specific slides or allegations were mentioned at this time. The presentation slide deck was provided and reviewed. One slide described a study by (B)(6) that stated four patients developed osa after vns placement. Another slide mentioned vns-induced sleep apnea and referenced (B)(6) abstracts. When discussing vns and sleep apnea, there is mention on the final slide describing vns-induced sleep apnea; otherwise, they only note that there is a higher prevalence of osa with vns. Six different studies were referenced in the slides that were related to vns. (B)(6).